Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report generator error c-00 and c-34. The issue did not resolve after power cycle. The site did not have spare generator. Tse recommended site power cycle again, error eliminated after site reseat neutral pad and power cycle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was normal, error appeared when site used the generator. The customer completed the procedure by the third party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The generator was analyzed and the customer reported complaint was confirmed. A review of the logs found error confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was placed on a well-known system and the unit displayed error c-34 on startup. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.